Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (time loss/gain) issue. It was reported that the pump was losing time by two minutes. Reportedly, the patient updated the pump to 2:34 pm and then it read 2:32 pm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 08/12/2013 - device evaluation: the pump has been returned and evaluated by product analysis on 07/16/2013 with the following findings: during investigation, the pump¿s black box history was reviewed and showed no activity outside of normal use. The pump was powered on and displayed the verify screen. The pump was primed and exercised for 5 days with no time loss occurring during the duration test. The pump passed time test successfully; the pump was found to keep and maintain the time/date accurately. During evaluation, no intermittent condition or damage was found to the printed circuit board. The issue of the pump losing time was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.